Manufacturer narrative:
Concomitant medical products: product ID: 3057, lot#: unknown, product type: screening device. Other relevant device(s) are: product ID: 3057, serial/lot #: unknown, ubd: unknown, UDI#: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient who was using an external neurostimulator (ens) for urge incontinence and urgency frequency. It was reported that the patient was very pleased with their device and it had improved their symptoms. The patient stated they were having some itching around the site, they were allergic to the tape adhesive, a lot of skin irritation, and they were taking benadryl for the reaction. The patient also stated that there was a lot of dried blood, and noted that they were on blood thinners. The patient reported that they had irritable bowels in the past, and now they had not had a bowel movement since their procedures. The patient stated they were severely throwing up the first night after the procedure, where their back was wet, but not with blood, they thought it was a lot of drainage. The patient also stated that they were worried the leads may have migrated or moved. The patient had turned the device off and now had it back on. The patient was advised to reach out to their physician to look at the bandage to make sure there was no infection. It was noted that the trial began on (B)(6) 2018. No further complications were reported.